Manufacturer narrative:
(B)(4). Investigation of the returned device found that both cuffs successfully captured the needles during needle deployment. However, during needle plunger retraction, the posterior cuff-to-needle tip detachment occurred as evidenced by damaged posterior cuff tabs. Cuff-to-needle tip detachment subsequently resulted in a failure to retrieve the suture and this could appear very similar to the reported suture break. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the posterior cuff detaching from the needle tip. Because the suture was not returned, it could not be determined if a suture drag might have been occurred, which could potentially result in cuff-to-needle tip detachment. Based on the investigation findings, the root cause for the posterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (the date of event was not known). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, while pulling the proglide plunger out, the suture broke. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.